Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values. Patient's therapeutic range: 2 - 3. (B)(6) 2015 inratio lot 364994a = 3.7; repeat inratio 1.5. (B)(6) 2015 inratio lot 365984a = 2.5. All three tests back to back. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lots 364994a and 365984a had met criteria. The products performed as expected. Although relevant nc's were noted in batch records 365984a and 364994a, they did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.